Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Also the impedance trend on the rv (right ventricular) pacing lead was variable, and the pacing capture threshold in the rv (right ventricle) was elevated. Concomitant product(s): model: 407652, lead; implanted: (B)(6)2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds, along with high and unstable impedance levels. The lead has been capped and replaced. No patient complications have been reported as a result of this event.